Manufacturer narrative:
Continuation of d11: provided from complainant. (B)(4). 20223-1

Event description:
On 06-may-2024 palette life sciences received the following report from a [physician] in australia "the patient had peri urethral barri gel placement. After the gold seeds and barri gel were implanted, the patient went into retention and needed catheterizing." Multiple attempts for additional information have been requested from the complainant has been unsuccessful at the time of this report. The patient's condition is unknown.

Event description:
On 06-may-2024 palette life sciences received the following report from a [physcian] in australia "the patient had peri urethral barrigel placement. After the gold seeds and barrigel were implanted, the patient went into retention and needed catheterizing." Multiple attempts for additional information have been requested from the complainant has been unsuccessful at the time of this report. The patient's condition is unknown.

Manufacturer narrative:
Continuation of d11: rovided from complainant.qn#(B)(4). Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. UDI#: (B)(4). Other remarks: n/a. Corrected data: section g, PMA/510(k)#, corrected from "k22641" to "k220641".